Event description:
It is reported that the pt received an acetabular cup on an unk date and has been hospitalized several times (reasons were not reported).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Since the lot numbers were not provided, the device history records could not be reviewed. Since implantation date is unk, this complaint will be handled related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).